Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.

Event description:
On 2 april 2008, the distributor reported that during a workshop, it was noticed that the screwdriver would not engage/mate with top of screw. There was no pt contact. The malfunction has resulted in an adverse event in the past.